Manufacturer narrative:
It is spacelabs policy to report every event involving a patient death. Spacelabs is evaluating this event and will file a follow up report when our evaluation is concluded.

Event description:
The service said: "monitor critical alarms were not carried forward to the central. Consequence: the patient's death.